Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: 06september2013. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the drill guide is in a good condition, there are just very slight stress marks at the upper side of the cone visible. The relevant dimensions of the drill guide were checked and no deviation was found. The passivated layer is worn out at the slight stress marks at the cone, which indicates that they were caused post-manufacturing, most probably by a contact with a drill bit. No manufacturing related fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a distal humeral fracture surgery was conducted with the reported plate and screws on (B)(6) 2015. The surgeon tried to lock the second distal hole of the reported plate with the reported screw on the surgery; however, it was not locked. Then, the surgeon tried to lock the third distal hole with the reported screw, but it was also did not lock. Eventually, the surgeon used another plate (medial plate with extension) to complete the surgical operation; the initial screws were not inserted successfully either. The surgery was extended for thirty (30) minutes. No patient harm was reported. This is report 4 of 5 for (B)(4).